Event description:
On (B)(6) 2017, pt c/o headache-followed by unresponsiveness right pupil dilated. Left pupil normal size. Bp 120/doppler. Stroke code initiated. Pt transported to CT scan. After CT findings pt was admitted to ccu and family was contacted. Neurology closely assisted and documented poor prognosis and brain death. Optn was contacted and not deemed acceptable candidate due to extensive sarcoid disease. Family agreed to comfort measures and withdrawal of care. Heartmate ii lvad was disconnected and ventilatory support was removed. Pt was pronounced (B)(6) 2017 at 1649.